Manufacturer narrative:
(B)(4). One (1) expedium si 7x45mm top loading polyaxial screw [product code: (B)(4)] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the polyaxial screw fractured in the neck region of the screw shank. The shank component was not returned for evaluation as it remains insitu. The fracture analysis revealed evident fatigue striations / progression lines that extend across the surface toward the potential crack termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, the fracture analysis report revealed evident fatigue striations / progression lines that extend across the surface toward the potential crack termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L2-s1 plf. Previous l4-s1 fusion. On friday the (B)(6) patient underwent a l2/3 l3/4 dlif (stage 1) for adjacent level disease. Stage 2 was completed (B)(6) 2016. The l2 and l3 screws were placed. L3/4 decompression was completed. Previous expedium single innie set screws (179702000) were removed. Rods removed (179772065). Further decompression completed. New rod was placed on the right side of the construct and secured with set screws. New rod was then placed on left side of the construct. Verse unitised set screws were placed in the l2 and l3 screws but only to hold the rod in place. Expedium approximator flex clips (279712570) were placed on the l4 and l5 expedium screws. The rod was then incrementally reduced into the four left sided screws using the verse screw tabs and the expedium flex clip sleeve (279712580). The expedium approximator flex clip (279712570) was then removed from the l5 screw and when attempting to attach it to the remaining s1 screw it pulled off and the broken screw head was removed with it. The screw head was removed from the wound. Screw shank remained insitu. Unable to be removed as it sheared off and no screw was proud above the bone. It was deemed safer for the patient to leave the screw shank insitu. The spine had fused at the level and it was not going to compromise the strength of the construct. Rod removed. Rod shortened. Rod placed back in situ and set screws placed. Final tightened construct. Placed cross connector. More to follow... On 26 sept 2016 further information: wound closed as per routine. Delay to surgery was approximately 5 minutes. Implant was collected from the instrument nurse and placed into a specimen container. This is currently in cssd at (B)(6) hospital contaminated (specimen container and double bagged) requiring collection. Patient outcome post-surgery was routine - as per expected outcome. Primary implant date (B)(6) 2015. It is the first revision of the posterior instrumentation. Patient had a two staged procedure. Stage 1: l2/3 and l3/4 dlif on (B)(6) 2016 (not using depuy synthes products). Stage 2: l2-s1 plf (expedium verse). Aa